Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6)2024, it was reported that the patient reported having a cgm inaccuracy occur. The patient could only recall was that he was ¿nearly unconscious¿. Ems was called and treated the patient with ¿sugar pills¿. It was also documented that at some point during this event, the cgm was reading low mg/dl. The patient stated that he can no longer recall any other event details. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.